Event description:
It is reported that the pt is experiencing hip pain.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: no devices or photos were rec'd; therefore, the condition of the components is unk. The surgical notes from when the devices were implanted were reviewed and no complications were noted. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.